Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens with diopter -3.0/+1.0/011 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).